Event description:
Per international affiliate, it was reported by the sales rep that while inserting the expedium 5.5 single set screw into the head of an expedium 5.5mm uniplanar screw, the surgeon was unable to thread the set screw into the head of the screw. Reports it appears that there is an issue with the threads on the inner set screw as another inner set screw was able to be easily inserted/threaded into the same uniplanar screw. The resulting delay was five minutes with no report of any adverse consequences to the patient. The sales rep could not determine if the threads on the set screw were torn. As it is possible that threads were torn from the set screw, this medwatch report is being submitted to document the event.

Manufacturer narrative:
The expedium single set screw 5.5 stainless was returned for evaluation. Visual verification indicated no defects or abnormalities. Additionally, the setscrew was functionally tested by the means of mating the setscrew to a sample polyaxial screw. There were no functional difficulties as product functioned as intended. No product failure has been identified in this complaint file. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No corrective action/preventive action (CAPA) is necessary as there have been no issues identified in the manufacturing or release of this device. Additionally, the functional evaluation confirmed that there was no product problem identified with the device. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.